Event description:
See initial report.

Manufacturer narrative:
Based on the available information,the reported issue is mostly traceable to damaged sleeves which no longer guaranteed a correct sealing. This consequently led to leak of refrigerant.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6) since the device was at the manufacturer site for deep disinfection. The issue was traced back to a lack of refrigerant. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was cooling very slowly. This issue was identified by a livanova field service representative during deep disinfection at the manufacturer site. There was no patient involvement.